Manufacturer narrative:
Hologic product application specialist (pas) review of the logs and did not find any reagent preparation issues or hardware issues. Of note, sample result produced rlu's between 565k - 738k, which is lower than what is typically seen in positive samples. Thus, per pas analysis, the sample may be low target sample, which may not repeat upon retesting, or the samples may possibly be contaminated.

Event description:
Customer reported that they obtained incorrect results for third party external quality control samples (eqcs) during aptima sars-cov-2/flu assay validation. In addition, the customer noted that a sample from worklist (B)(4) that previously produced positive result using the aptima sars-cov-2 assay lot 306139, produced negative sars-cov-2 result during aptima sars-cov-2/flu assay validation using lot 303906.

Manufacturer narrative:
2024800-2021-00077 initial report incorrectly coded against product code qjr lot 306139. The correct assay in question is product code qlt lot 303906. - updated information from brand name to aptima sars-cov-2/flu multiplex assay. - updated common device to covid-19 multi-analyte respiratory panel nucleic acid devices. - updated product code to qlt. - updated catalog # prd-06815. - updated lot# 303906. - updated unique indentifier (UDI) # to (B)(4).